Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was displaying a low battery message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started ¿3 weeks ago¿ when the subject meter displayed a low battery message. The patient manages her diabetes with ¿metformin, 500mg and glimepiride, 4mg¿. She denied taking any action, over and above her usual routine of diabetes management, in response to the alleged product issue. The patient reported that at an unspecified time, after the start of the alleged product issue, she began to develop the symptom of feeling ¿sweaty¿. The patient denied receiving any treatment for this alleged symptom beyond her usual routine of diabetes management and care. During troubleshooting, the csr verified that this was not the first time the patient had used the subject meter and there was no product misuse associated with the complaint. The issue was resolved during troubleshooting when the csr walked the patient through replacing the subject meter¿s batteries. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after not being able to test her blood glucose due to an alleged battery indicator message on the subject meter.